Event description:
New information received notes nonsustained lead noise due to post-paced t-wave oversensing. The patient presented asymptomatically via merlin@home and did not receive therapy during the oversensing. Programming changes were planned for the patient's next follow up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were caused by post paced t wave oversensing. The av delay was increased and the patient was not reported to be symptomatic.